Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n168266008, implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving dilaudid with concentration 10 mg/ml at a dose rate of 1 mg/ml (was 9 mg/day) via an implantable pump for non-malignant pain and complex regional pain syndrome type 1. It was reported that the patient experienced a lack of therapeutic effect. A dye study was attempted in august 2019 and the catheter was unable to be aspirated. The date (B)(6) 2019 is considered an approximate date of event (month and year known only). The catheter was replaced with a newer model due to the catheter no longer being in the intrathecal space. It was indicated that the old catheter remained implanted and out of service. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was indicated that there were no known factors. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The patient¿s weight and medical history was indicated as having been requested but was unknown / would not be made available. It was noted that the healthcare provider had no further information regarding the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The catheter was replaced on (B)(4) 2019 and the old catheter was electively left in place.